Manufacturer narrative:
(B)(4). The device was returned and the evaluation is complete. Visual inspection was performed with no issuers noted. Leak testing/connection testing, clamp function test, clear passage test, and device-device interaction testing (sample ran on machine) were performed with no issues noted. The reported condition was not verified. However, it was reported that the supply bag disconnected without falling which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three of four in peritoneal dialysis. The home patient was connected at the time of the alarm. The home patient stated that an empty supply bag had disconnected. The home patient will drain out with manuals. The technical service representative assisted the home patient to end the therapy and remove the cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.